Manufacturer narrative:
Conclusion and justification status: the complaint states customer is complaining broken clip. No part remaining in patient. As no product was returned the complaint could not be confirmed. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Conclusion and justification status: conclusion and justification status: the complaint states customer is complaining broken clip. No part remaining in patient. As no product was returned the complaint could not be confirmed. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure the complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis. Addendum added 13 oct 2015 the complaint was reopened as the product was returned. Upon examination it was confirmed that the lever had broken as reported. It should be noted the spring and lever was returned. The above conclusion remains valid. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Customer is complaining broken clip. No part remaining in patient.